Event description:
This spontaneous case was reported by a gynecologist and describes the occurrence of device dislocation ('the proximal marker of the outer helix was left in situ, couldn't located.') And device breakage ('one of the devices fractured') in a female patient who had essure inserted for female sterilisation. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and device breakage (seriousness criteria medically significant and intervention required). Essure treatment was not changed. At the time of the report, the device dislocation and device breakage outcome was unknown. The reporter considered device breakage and device dislocation to be related to essure. Incident no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a gynecologist and describes the occurrence of device dislocation ('the proximal marker of the outer helix was left in situ, couldn't located.') And device breakage ('one of the devices fractured') in a female patient who had essure inserted for female sterilisation. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and device breakage (seriousness criteria medically significant and intervention required). Essure treatment was not changed. At the time of the report, the device dislocation and device breakage outcome was unknown. The reporter considered device breakage and device dislocation to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-jul-2019: quality-safety evaluation of product technical complaint. Incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.